Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5026 lead, implanted: (B)(6) 1989. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had a fracture, was oversensing, and inappropriately pacing. It was also noted that the lead impedance was rising. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed cosmetic environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.